Event description:
The device allegedly displayed excessive artifact for approx 6 1/2 minutes during use on a pt (no pt details reported) and the pt's ECG could not be discerned. Following this, the ECG display changed to a dashed line and a "lead off" message was observed. After approx 42 seconds of the dashed line, the pt's ECG was displayed normally for the remainder of the use. Total monitoring time was approx 33 1/2 minutes. There was no pacing or defibrillation therapy administered during the reported event. There were no adverse effects to the pt reported as a result of the alleged problem.